Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the flapper valve of the instrument was broken. It was reported that the balloon physically broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the balloon was being pumped during a video assisted thoracoscopic lobectomy, the balloon physically broke. A new device was used. There was no patient injury.